Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 501 mg/dl; due to the cartridge becoming loose and dislodging from the pump. Reportedly, an ambulance was called and the customer was transported to the intensive care unit (ICU) and admitted. While in the ICU, the customer received a treatment of intravenous fluids of saline and insulin. Reportedly, the customer was released on (B)(6) 2022 with no permanent damage and the issue resolved. Tandem technical support performed a full pump system check and verified that pump was operating appropriately. The customer loaded new supplies and continued to use the pump for insulin therapy.